Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. The device was evaluated upon receipt. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while unboxing and set up of the arctic sun device, the power switch had an amber light, however the control panel would not boot up and the device piezo alarm beeped repeatedly. Discussed this would be brought back for an obf repair. Per sample evaluation results on 15oct2024, it was reported that in decontamination, unit filled but would not measure flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while unboxing and set up of the arctic sun device, the power switch had an amber light, however the control panel would not boot up and the device piezo alarm beeped repeatedly. Discussed this would be brought back for an obf repair. Per sample evaluation results on 15oct2024, it was reported that in decontamination, unit filled but would not measure flow.